Event description:
The customer reported the sys would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and advised the customer to replace some parts. No further repair info is available.